Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: excessive stress was applied to the wire (identified within the device as the "a-wire") during user handling. It caused a cut to the a-wire, leading to no angulation. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): inspection of the bending mechanisms. The user may reduce/prevent occurrence of the suggested event by handling the device in accordance with the following IFU: if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to the angle wire being found to have a cut. Additional issues were identified during the device evaluation: the celling plate in the control body unit and switch box was deformed. The air/water cylinder and suction cylinder had no color. The switch flexible printed circuit had corrosion due to water leakage. The scope connector cover unit had a stain. The label on the suction connector was peeled. Due to a crack on the plastic distal end cover or probe cover, the insulation resistance value at the distal end did not meet the standard value. Due to the wear of the angle wire, the play of the upward and downward angulation control knob was outside the standard value. Due to the wear of the angle wire, the bending angle in the up, left, and right directions did not meet the standard value. The plastic distal end cover or probe cover had a crack. The light guide lens had a crack and discoloration. The bending section cover and distal sheath had a scratch. The adhesive on the bending section cover and distal sheath were detached. The connecting tube had a snag. The connecting tube and universal cord had a peeling coating. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus that during a colonoscopy procedure, the colonovideoscope presented with broken wires and physical defects of the bending section and insertion tube, including unusual shapes. The device was inspected, and no abnormalities were found. The colonoscopy was performed without any report from the instrumentation used. The intended procedure was completed with a similar device without delay. There were no reports of patient harm associated with this event. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the angle wire was found to have a cut. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.